Event description:
The complainant reported a 75 year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The 5.5 was pulled out of the left ventricular position in error and was subsequently replaced. The patient remains on support, and no patient harm has been reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue most likely was use related due to improper technique as the impella pulled back back accidentally and replaced. F6/f8-should have been left blank in the initial report. G1 reporting contact fax number missing.